Event description:
During laser transurethral resection (tur) of prostate, surgeon noticed a piece of the 26mm sheath had broken off inside patient. Scope and sheath were removed from the patient and it was confirmed piece was still in patient. A new sheath was utilized and piece was removed from patient per surgeon. Storz representative was in or room and aware of incident. Sheath and broken sheath were cleaned per protocol and equipment was sent with representative. Manufacturer response for sheath, 26 storz sheath (per site reporter): defective product returned with sales representative.